Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were received for investigation of complaint reference pr (B)(4) in which the customer has indicated that they experienced leakage during use of a 2000e7d product. Further information relating to the lot number and the sequence of events prior to the leakage occurring was not provided. The details of this feedback were forwarded to the manufacturing site; however, as no lot number was provided to aid the investigation into this report, it has not been possible to perform a review of the production records in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample or additional information about the exact nature of the

Event description:
It was reported that the 7-day ll vlv adpt(stand alone) leaked during use. The following information was provided by the initial reporter: there was not any additional information given apart from it leaked and another product had to be used. There was no effect on the patient.